Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that because the patient was experiencing an acute mi, no preparation was performed. The otw vision was selected for use and advanced in the patient. It was noted on angiography that the stent was not on the balloon and the stent delivery system (sds) was removed. The stent was found on the stylet on the back table. The patient was treated successfully with another otw vision. No patient effects were reported. No add'l event or patient info is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible on the shaft, the balloon and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant had dislodged from the balloon and was located on the stylet. The stent implant was slightly kinked between the 6th and 7th and the 9th and 10th rows of proximal struts. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The shaft was slightly twisted 21.6 cm and 2 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the sds. Pin gauges were used to measure the in diameter of the protective sheath. A laser micrometer was used to measure the stent implant outer diameters. The middle and distal stent implant outer diameters were oversized. Product performance engineering reviewed the incident information and analysis of the returned otw vision stent delivery system (sds) was reported that no preparation was performed prior to advancement of the sds, because the patient was experiencing an acute mi. Then inflation of the balloon, during angiography, it was noticed that the stent was not on the balloon, the sds was removed from the patient and subsequently the stent was found on the stylet. It should be noted that it is recommended in the "inspection prior to use", section of the instructions for use (IFU), that "prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." In this instance, it was reported that the stent was noted missing after advancing the sds in the patient. In addition, it is recommended in the "delivery procedure" section of the IFU, to "pre-dilate the lesion with a ptca catheter." Analysis of the sds noted blood and contrast visible and the balloon loosely folded, which is consistent with the device being inserted into body and the balloon being inflated. It was confirmed that the stent had dislodged from the balloon; however, crimp marks were present on balloon, suggesting the stent was properly positioned at the time of manufacture. The inner diameter of the protective sheath was measured met mfg criteria. The stent outer diameter dimension was outside of the accepted mfg specification; however, because outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Potential causes for stent dislodgement as observed in past incidents may include improper or inadequate crimping at the time of manufacturing positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement in this case cannot be determined. In addition, the stent was noted as slightly kinked and the shaft slightly twisted. This damage was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. The lot history record was reviewed and there were non-conforming materials reports issued for this lot. There is no indication of a mfg quality issue. This MDR is considered closed by the product performance group.